Event description:
Patient reported that the device was not delivering the basal rates. Patient reported elevated blood glucose (400 mg/dl). Patient indicated that she felt that she should be able to hear the device run every three minutes, but she did not.